Manufacturer narrative:
Cd horizon spinal system, capstone spinal system, mastergraft resorbable ceramic granules. (B)(6). (B)(4).

Event description:
At 216 days post-op, the patient presented with low back and lower extremity pain. Review of imaging studies showed pedicle screw and rod fixation at l4-5 with no apparent hardware complications. Patient ''has a single interbody cage at the l4-5 level that appears to have solid bone around it and through it suggesting good fusion. There is signal change in a number of areas in the l4 vertebral body of very high signal intensity consistent with likely fat replacement of bone islands that did not appear before his surgery'' not clear as to whether bone morphogenic protein was employed to augment the lumbar fusion in this case.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent posterior lumbar surgery using posterior pedicle screws and rods, an interbody cage with rhbmp-2/acs, local bone autograft and ceramic granules. The surgery consisted of l4-l5 posterior lumbar exploration with decompressive laminectomy, left l4-l5 posterior lumbar interbody fusion (plif), l4-l5 fixation with l5-s1 bilateral posterolateral fusion using rhbmp-2/acs, local bone autograft, ceramic granules, and harvesting of local bone autograft. Lateral radiographs taken after placement of the interbody spacers, rods and screws looked excellent. Rhbmp-2/acs was placed posterolaterally and posteriorly and then local bone autograft was placed from l4 to sacrum. The patient tolerated the procedure well. The patient was seen for six week follow up, however no details regarding the visit were provided. Following surgery, the patient seemed to have improvement in his right lateral thigh symptoms and numbness in feet and toes. The patient returned to work 147 days post-op. Approximately 6 months post-op, the patient experienced considerable worsening in his symptoms. The patient was seen for follow up 216 days post-op. The patient complained of periodic debilitating back pain and pain that radiates into his left lateral thigh region. The patient was tender in the upper third of his thoracic spine in the midline and just beneath his incision or at the level of the lumbar incision which was well healed. The patient stated "the muscles just below ribcage in back, on left side, knot up". The patient was limited in his range of motion in both flexion and extension secondary to pain. The patient had diminished sensation (numbness) in the lateral aspect of his left thigh and to a lesser extent in the left lower leg. The patient's reflexes were diminished in the left patellar, and slightly in the right patellar, with diminished reflexes in the achilles bilaterally. The patient complained of fatigue, ringing in his ears, constipation and blood in bowel movement, muscle fatigue and joint pain. The patient did not recall having any leg weakness prior to fusion surgery. The patient reported that he had been doing a lot of shoveling at work which may have exacerbated the situation. Reportedly, the patient's symptoms were worse after the long car ride to the office visit. Imaging studies revealed pedicle screw and rod fixation at l4-l5 with no apparent hardware complication. The single interbody cage at the l4-l5 level appeared to have solid bone around it and through it, suggesting good fusion. There was a signal change in a number of areas in the l4 vertebral body of very high signal intensity consistent with likely fat replacement of bone islands that did not appear before patient's surgery. The doctor was not sure if the was artifact associate with surgery or a complication. The patient underwent lumbar MRI 330 days pos t-op which showed postoperative changes of posterior and interbody fusion at l4-l5 suggesting cystic change. Changes were unchanged from previous exam. Bilateral facet arthropathy was noted at l5-s1 and moderate facet arthropathy at l3-l4. The patient has been treated with pain medication, heat, pain control clinic, steroid injections, muscle relaxants, exercise, antinflammatory medication, chiropractic treatments, and physical therapy without any relief from his symptoms.